Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, during the first fire of a lap assisted distal gastrectomy (ladg procedure), the surgeon confirmed that all five white firing indicators were illuminated on the powered handle to show that the device fully fired, however the anchoring suture on the reload had not been cut and the reinforcement material was stuck on the jaws of the reload. The surgeon pulled on the sheet to release it from the distal suture. No known adverse events were reported.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. Visual examination of the staple cartridge noted that the pushers were all fired, but the sled was not fully advanced. The distal sutures on the anvil and cartridge were still anchored and intact. Functionally, the reload was loaded into a pmv representative instrument for functional testing. The interlock was overridden and the reload was then cycled without hesitation or binding. The distal sutures released. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.